Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had high thresholds and the lead was dislodged that was found at a routine follow-up. It was further reported that the patient arrived at the emergency room complaining of muscle stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.